Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical noise and yellow wrench alarm on the power module was confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6)) was evaluated at the european distribution center and by product performance engineering. Upon powering on the power module, a yellow wrench alarm activated, and a ticking noise could be heard from the unit. The unit was then disassembled, and it was identified that the atypical ticking noise was being produced by the relay on the main printed circuit board (pcb). Upon further analysis, it was determined that the atypical noise on the main pcb and yellow wrench alarm were occurring due to the power supply pcb. Circuit analysis of the power supply pcb revealed that the transformer was compromised, which was causing the power being output by the pcb to be lower than what was needed to power the main pcb. This would result in the atypical noises and yellow wrench alarm. The reported event was determined to be due to a compromised component on the power supply pcb; however, the root cause of the damage could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 IFU section 3 "powering the system" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 10mar2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the power module was transported to the outpatient clinic and connected to wall power, a ticking sound was coming from the power module with a beeping alarm, and a yellow wrench symbol/yellow battery indicator. The power module was disconnected from wall power, the internal battery was disconnected and reconnected as well as wall power, but the alarm persisted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.